Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted:(B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, unknown baclofen, and unknown morphine (concentrations and doses unknown) via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported, at the end of (B)(6) 2018 the patient's catheter quit working. The doctor put in a new catheter and pump at the same time. They took out the catheter and pump because they both quit working and she was unsure why they quit working. The patient spent four days in the hospital for withdrawals (B)(6) 2018 ¿ (B)(6) 2018. The event date for the morphine withdrawals was (B)(6) 2018 and the catheter was replaced (B)(6) 2018. It was also reported the patient was shaking in (B)(6) 2018. No further complications were reported/anticipated or expected.